Event description:
Following successful pulmonary vein isolation, using a therapy cool flex ablation catheter, a cardiac perforation occurred. The pulmonary veins were isolated and adenosine was being administered to assist in locating activation potentials. Difficulty with rf application was experienced upon removal of all catheters from the pt, a reduction in movement of cardiac silhouette was noted and the pt became hypotensive. A pericardiocentesis was performed which stabilized the pt. The pt has since been discharged home.